Event description:
Daughter-in-law of home pt (hp) reports a system error 2240 alarm during treatment on the homechoice machine. At the time of the alarm, hp's daughter-in-law noticed the pt line of the homechoice set was disconnected from the hp's transfer set. Hp's daughter-in-law believes hp disconnected herself from the machine, thus resulting in this incident. Treatment was discontinued, the setup was discarded and hp's healthcare professional (hcp) was notified. Per hcp, hp was placed on cipro 500mg po b.i.d. X 5 days. No pt injury was reported.